Manufacturer narrative:
The information related to this incident was received from FDA as medical device report mw5059767. We do not have the user customer information and therefore we were not able to follow up on this report. Device history records review did not reveal any discrepancy related to the complaint event either during the manufacturing or packaging processes. Therefore, the root cause(s) of the incident remains inconclusive. Please note that total (B)(4) devices from this lot have been distributed in the us among different customers, and we have not received any other complaint reports for the devices from this lot. Most likely it was an isolated incident. Device has not been returned.

Event description:
The pruitt aortic occlusion catheter device was placed during the procedure. After some time, the balloon occlusion device broke/failed and caused the pt to sustain a large volume of blood loss. This pt required resuscitation efforts, including compressions to gain control of the blood loss and stabilize the pt. The massive transfusion protocol had to be initiated. Another occlusion device was successfully applied.